Event description:
On (B) (6) 2010, patient presented with iliac stenosis; had implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. During deployment, the physician advanced a glidewire and glidecath without fluoro and inadvertently perforated the iliac vessel. The patient was closed and sent to the ICU for recovery. Later that day, the patient's bp continued to drop, the patient was taken to CT, and a leak was noted. The patient was brought back to the or and treated with two 16-16-55l limb extensions to exclude the perforation. The patient is doing well.

Manufacturer narrative:
Device not manufactured by endologix. Glidewire is manufactured by terumo; device manufacturing facility, model/lot and manufacture/expiration date is unknown.